Event description:
It was reported that pump issued cartridge alarm 30, and caller noted cartridge alarms had occurred with consecutive cartridges even though this specific pump had no prior reports of cartridge alarms 20, 29, 30, or 31. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was arranged as resolution. The customer continued using the current pump for insulin therapy.